Manufacturer narrative:
Patient #415 index surgery was performed on (B)(6) 2020. On (B)(6) 2022, the surgeon contacted apifix and notified that the patient is 'having issues with worsening hunchback (kyphosis) and implant prominence.'. The surgeon was seeking advice on how to proceed with the patient. On (B)(6) 2022, after review of patient #415's information, apifix provided a suggested path forward. 'Patient #415: the coronal plane looks good and the device extended over time. It looks like over time on the sagittal plane, the proximal device extender angle is increasing, and the sagittal vertical axis is becoming more negative as the lumbar lordosis increases.  The main concern is that the angle between the distal apifix screw and the device is <75 degrees now.  That may result in lack of movement of the polyaxial joint which may lead to device breakage.' Apifix provided a few options: 1) leave it, knowing that it may break in the future if the distal polyaxial joint is not functioning properly. 2) revise the apifix by moving the distal instrumented vertebrae 1 level lower (l4) and improving the angle between the apifix screw and the device.  This may be difficult as there is now focal kyphosis in that area.  Device length may be an issue if it was a 125mm device implanted at the index procedure.  If upon revision to the longest 125mm apifix rod and full extension is reached intraoperatively, consider locking the ratchet mechanism prior to closing. 3) revise to fusion. Apifix communicated back to the doctor that option #2 may be the preferred option. As of the date of this report, apifix was not informed what course of action was taken with the patient. Once information is provided a follow-up MDR report will be submitted. Reoperation events are a known risk that was assessed and recorded by the product risk assessment dms-777 rev q; this complaint does not change the occurrences rate. The risk of curve progression has been assessed and found to be acceptable. The current rate for all relevant criteria (curve progression, insufficient curve correction, imbalance) is in line with the rate reported in the literature for this type of complication as described in the company's cer (clinical evaluation report). The risk has been quantified, characterized, and documented as acceptable within a full risk assessment the event of trunk imbalance is addressed in the IFU as potential risks associated with the mid-c system and spinal surgery generally section.

Event description:
Patient #415 index surgery was performed on (B)(6) 2020. On (B)(6) 2022, the surgeon contacted apifix and notified that the patient is 'having issues with worsening hunchback (kyphosis) and implant prominence.' The surgeon was seeking advice on how to proceed with the patient.